Event description:
It was reported to covidien on (B)(6)2010 that a customer had an issue with a dialysis catheter. The customer reports the palindrome base adaptors on the blue venous side are leaking at the connection when connected to the gambro tubing. Patient received antibiotics as a results of the leaking connection.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.